Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found h3 investigation summary the product was returned to ethicon for evaluation. One unused strand partially dispensed was received for analysis. Product code 8871h. Upon initial inspection, no issues related to the pull-off needle were observed in the returned sample. The needle was examined, and the swage and attachment area appeared as expected. In addition, no anomalies or issues related to foreign matters could be noted. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull-off needle or foreign matter were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the texture? Hard are there any photos of the foreign matter available? Yes, sent in with complaint when submitted. Attaching to this email as well. Is it possible that the foreign material fell into packaging upon opening of device? No was the product seal on the foil still intact when the package was opened? Yes will the device be returned for evaluation? If yes please return all relevant packaging material yes, tracking shows it has arrived back to j&j was the procedure completed without any adverse effect to the patient? Yes h6 investigation findings: c22 - photo review . H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open winding former labeled as 8871 inside a plastic bag, with the needle still attached to the suture. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the scrub tech noticed a piece hanging off the needle at the swage. It was dark in color, same as the needle. When scrub placed back in packaging, the piece came off. This suture was not used on patient, it was removed from field immediately. There were no adverse patient consequences reported. Additional information was requested.,